Event description:
Per the physician, the patient received a small electrical burn to the upper right quadrant of the abdomen. The grounding pad, as well as the cautery cords were properly connected. No alarms sounded and the equipment functioned without shutdown. The burns were received near the very end of the case, when the ball tip cautery was being used inside. The trocar was also in use, which has an eyepiece lens attached at a 90 degree angle. When the doctor moved the lens from the patient's abdomen, the scrub tech saw the red spots on the patient, and an investigation immediately began. The red spots were directly under where the lens was laid and were the width of the lens. The doctor had already finished with the cautery at this point, but it was immediately removed and taken out of service. The company representative was contacted. The cautery cords were left intact in the machine for the clinical equipment staff to check and investigate further. There were no visible breaks in the insulating sheaths on the green cautery equipment. The or supervisor came to the operating room to view the burn. No further treatment was required for the patient, as the physician instructed for the area to be left open. The burn area totaled approximately 1 inch in diameter and was reddened with about three small whitish streaks inside the reddened area. No blisters were observed. This event could not be duplicated. We tried to touch the cautery tip to the eyepiece but could not because of the inflexibility of the cautery. An active electrode monitoring device was also used during this case, and it did not alarm for any stray current. The esu and the active electrode monitor were both checked by clinical equipment and both devices functioned within normal established limits. The active electrode monitor is under a service contract and was only checked for electrical safety. The esu received a pm approximately five months prior and functioned within normal established limits at that time. One month ago, the esu stopped working during a procedure, and the grounding pad was found to be defective. The patient has had a follow-up visit with the physician since this event and no visible signs of a burn were noted.